Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. Patient reported that they fall all the time, but they did not recall a fall and a change of therapy. Patient guesses they have had about 87-8 falls since implant. Patient reported a gradual return of symptoms. Patient stated they had a return of symptoms and was shaking very badly. Patient also stated that the therapy had never helped fully with their symptoms. Patient stated they could not even walk because they were afraid to fall. No further patient complications were reported/ anticipated as a result of this event.